Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, the device was with normal telemetry and output. Analysis performed did not identify any functional issues. Visual inspection of the pre-casted header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device operating at the end-of-service (eos) level voltage consistent with normal usage. No anomalies were found.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient's pacemaker presented with premature battery depletion. The pacemaker was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.